Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a patient was left with a spherical equivalent prescription of a -2.00 diopters. Additional information has been requested.

Event description:
Additional information has been received stating they based their calculations on the us biometry as it was not possible to measure the axial length (al) with lenstar. The patient¿s bcdva now is 0.9 (a bit better than 20/25) with 1.75 d sphere. Cylinder does not help much. The problem is that the near va is very poor, and correction does not help either. In one of the pictures you have the most recent va (dal means ¿far distance¿, bliz means ¿near¿, bez korekcji means ¿no correction¿, op is od (right eye).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).